Manufacturer narrative:
Results and conclusions: during analysis, the device closed onto eight layers of foam without difficulty on three occasions. Manual rotation of the firing shaft was not smooth; the idler and input gears would become jammed at some point in the rotation. The firing of the unit resulted in a stall, and staple formation was incomplete. The root cause of the lack of smoothness during manual rotation of the drive shaft is pending internal investigation. See scanned pages.

Event description:
Lap rygb procedure. Pcs21 dlu was passed perorally. Flexshaft was attached to pc and calibrated. Pcs21 was then attached and the unit calibrated. The dlu would not get into firing range and pc read "failed to close". Device was opened again and retried two more times but the same error message was displayed. It was then decided to abort the use of the device. Upon peroral removal, there was some resistance and a noticeable kink was observed in the pcs21. The anvil was removed with an endo catch via the abdomen. The esophagus was scoped and no tears were observed. The gastro-j was then hand sewn.